Event description:
Nellcor puritan bennett rec'd a call from user facility on 02/26/1999. Facility called to report the following problem: during simulation test for heart rate slow monitor failed to audible alarm 3 times.